Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular lead exhibited high impedance and r wave amplitude variation. The physician attempted to reposition the lead multiple times however the stylet was unable to advance and the due to a possible break. The lead was removed and replaced. There were no patient consequences.